Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. Please see the updates in sections: g4, g7, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: a cause of the phenomenon was due to faulty main board, root cause of which was unable to be identified since the device was not sent for physical inspection. Pressure sensor malfunction was surmised to be the cause of the phenomenon, which was due to aging deterioration with long-term use as the subject device was manufactured more than seven years and nine months. As a result of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of the unit ¿ not powering up¿ was confirmed. The uhi-4 high flow insufflation unit failed to boot-up intermittently. The led of the power switch lit up; however, the other leds on the front panel did not light up. This was noted twice during evaluation. It was determined that there was an issue with the unit¿s main board. Physical damage was noted on the front panel, back side and lower right corner of the unit. The front chassis was deformed. The unit was equipped with an old version power switch. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation of use, the insufflator would not power on. There was no patient injury reported.